Event description:
It was reported that the left ventricular (lv) lead of this cardiac resynchronization therapy defibrillator (crt-d) system was capturing the atrium instead of the left ventricle. Technical services (ts) noted that only the ring electrode vector exhibited proper capture. No adverse patient effects were reported. Currently, this crt-d remains in service.